Manufacturer narrative:
(B)(4).

Event description:
Upon interrogation, several warnings were displayed (charge time and lead impedances). Files review confirmed the lead impedance warnings were not appropriate. Some data stored in device memory also showed inconsistencies. Preliminary analysis revealed the reported event most probably resulted from a specific communication error. On (B)(6) 2014, another follow-up was performed, and reportedly, normal data were observed.

Manufacturer narrative:
(B)(4).

Event description:
Upon interrogation, several warnings were displayed (charge time and lead impedances). Files review confirmed the lead impedance warnings were not appropriate. Some data stored in device memory also showed inconsistencies. Preliminary analysis revealed the reported event most probably resulted from a specific communication error. On (B)(6) 2014, another follow-up was performed, and reportedly, normal data were observed.

Event description:
Upon interrogation, several warnings were displayed (charge time and lead impedances). Files review confirmed the lead impedance warnings were not appropriate. Some data stored in device memory also showed inconsistencies. Preliminary analysis revealed the reported event most probably resulted from a specific communication error. On (B)(6) 2014, another follow-up was performed, and reportedly, normal data were observed.